Manufacturer narrative:
H.6. Investigation: no samples matching the catalog number and lot number were returned. No DHR review can be carried out as lot number is unknown. Since no samples and/or photo(s) of the samples were received for investigation, bd was not able to replicate or confirm the customer¿s indicated failure. H3 other text : see h.10.

Event description:
It was reported that 2 pen ndl 32g 4mm needles were not unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported 2 pen needles that would not allow the insulin to go through. Date of event : unknown. Sample status : discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 pen ndl 32g 4mm needles were not unable to deliver insulin or medication. The following information was provided by the initial reporter:   the consumer reported 2 pen needles that would not allow the insulin to go through. Sample status: discarded.